Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated valproic acid (vpa) result obtained on a patient sample on an atellica ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files, and the information provided by the customer. The customer observed quality control (qc) recovering outside of their expected ranges before and after the patient sample testing. The customer reviewed the vpa calibration curve (cal ID 6615) and observed that the calibrator shape was inconsistent with historical vpa calibrator curves. The intended calibration curve shape is in inverse. The calibration curve that generated out of range qc results and an erroneously elevated patient sample result was increasing in signal with each calibrator level. The customer performed a new calibration with the same vpa reagent lot (140237) and drug ii calibrator, which yielded an accurate calibration curve. Hsc indicated that the operator mistakenly loaded the incorrect calibrator material into the appropriate barcode-labelled sample container, creating an increasing calibration curve. The calibration curve was not investigated until future qc failures were observed using the same reagent lot (140237). The cause of the event is consistent with a calibration curve failure. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained an erroneously elevated valproic acid (vpa) result on a patient sample on an atellica ch 930 analyzer. The erroneously elevated result was reported to the physician(s), and the result was questioned. The same sample was reprocessed on an alternate atellica ch 930 analyzer. A lower reprocessed result was obtained and considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated valproic acid (vpa) result.